Event description:
It is reported that the device was implanted in 2004 and revised in 2008 due to the tibial component loosening.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays and/or operative notes were provided for review. The patient's height, weight, and build are unknown. The device was in vivo for approximately 3 years and 9 months. Based on the available information a definitive root cause can not be ascertained at this time for the tibial component loosening. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.